Event description:
This is an adverse event recorded on a case report form as part of the (B)(4). The patient has a very long segment of barrett's esophagus and was treated serially with circumferential and focal rfa. Two months after a focal ablation, the patient was noted to have an esophageal stricture at the gastroesophageal junction graded as moderate in severity. It was dilated one time using an endoscopic balloon. The investigator noted the stricture to be resolved at the next endoscopy visit. Per the investigator, the severity was moderate, the relationship of the event to the device procedure was possible, and there was no device malfunction.